Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 600 mg/dl. Blood glucose at the time of the call was 181 mg/dl. Customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No bolus anomaly or basal anomaly noted during testing. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).